Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 49 mg/dl at the time of the incident. The customer filled the reservoir and an hour and a half later, was at 49 mg/dl, and the reservoir was empty. The customer used juice to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned and the reservoir will not be returned for analysis.